Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of pulmonary edema and fluid retention, which warranted hospitalization. The etiology of the serious adverse events is unknown; therefore, causality cannot fully be established. Despite the patient¿s continued use of her personal liberty select cycler, the patient alleges the device is not draining her properly. Attempts to contact the pdrn for additional information have thus far been unsuccessful. Pulmonary edema in the esrd community is to some extent ¿common¿ and often preventable. Factors such as an inappropriate pd prescription, dietary indiscretion, peritoneal membrane failure, catheter malfunction, and/or mechanical issues can all be contributing factors in the patient¿s development of pulmonary edema. While there is no objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events; limited information precluded an extensive and thorough investigation. Therefore, given the lack of treatment data, definitive causality, discharge summary, and no manufacturer evaluation of the suspect device; the liberty select cycler cannot be excluded from having a causal or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for fluid in the lungs (pulmonary edema) and fluid retention. During follow-up, the patient confirmed she was hospitalized for pulmonary edema and fluid retention due to drain complications. The patient reported she frequently experiences residual fluid in her abdomen following ccpd therapy, and believes her personal liberty select cycler is not draining her properly. She feels this is evidenced by the constant need to change positions in order to drain completely. The patient stated she has an appointment this week (exact date unknown) with the pd registered nurse (pdrn) to assess her pd catheter¿s (not a fresenius product) function. The patient reported she did not experience any drain complications while using the hospital¿s cycler (manufacturer/model unknown). The patient is currently still using the same liberty select cycler as before the events; however, the patient admits to performing more manual therapy due to the drain complications. Subsequent attempts to obtain additional information (e.g., discharge summary, past medical history), have thus far been unsuccessful.